Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for non-sustained ventricular tachycardia, palpitations, near syncope, and possible fluid volume overload. The patient was started on bumex and amiodarone drip. The fluid volume overload was determined to not be an issue. The bumex drip was discontinued and re-started at home does and later the home does was held and a fluid bolus was given before restarting at discharge. The patient's rhythm stabilized and was discharged on daily amiodarone. The event resolved on (B)(6) 2018.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the reported event and the heartmate ii lvas could not conclusively be determined through this evaluation. The hm ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for non-sustained ventricular tachycardia and palpitations and possible fluid volume overload. The patient was started on bumex and amiodarone drip. The patient's rhythm stabilized and was discharged on daily amiodarone. The fluid volume overload was determined to not be an issue. The bumex drip was discontinued and re-started at home does and later the home does was held and a fluid bollus was given before restarting at discharge. Arrhythmia resolved on (B)(6) 2018. No further information was provided.